Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and rheumatoid arthritis ('type of autoimmune diagnosed rheumatoid arthritus') in a 46-year-old female patient who had essure (ess205) (batch no. 12261129) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of confirmation test was not given, result: bilateral occlusion. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain") and arthralgia ("joint pain"). The patient was treated with surgery (thermachoice ablation ((B)(6) 2016), hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the menorrhagia, rheumatoid arthritis, fatigue, vaginal haemorrhage, pelvic pain and arthralgia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered arthralgia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date's of insertion-(B)(6) 2005, (B)(6) 2004 as per ppf (please note discrepancy). Surgical pathology report: benign paratubal cysts. Insertion detail: the coil on the right side and it was found 4 on the right applicator. Catheter was then passed into through the hysteroscope and went through the left fallopian tube. The coil then was deployed. The catheter then was rotated clockwise until the whole applicator tube was removed and we were able to visualize 3 coil on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received following events ¿fatigue, abnormal bleeding (menorrhagia), pelvic pain, and joint pain¿. Reporter information, demographics, essure lot number were added. On 23-sep-2019: no new clinical information. Follow up 3 and 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and rheumatoid arthritis ('type of autoimmune diagnosed rheumatoid arthritus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of confirmation test was not given, result: bilateral occlusion. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (ablation, hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the menorrhagia, rheumatoid arthritis and fatigue outcome was unknown and the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, menorrhagia and rheumatoid arthritis to be related to essure (ess205). The reporter commented: date(s) of insertion (B)(6) 2005, (B)(6) 2004 as per ppf (please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2005: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- menorrhagia, rheumatoid arthritis, fatigue were added. Lawyers were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and rheumatoid arthritis ('type of autoimmune diagnosed rheumatoid arthritis') in a 46-year-old female patient who had essure (ess205) (batch no. 12261129) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of confirmation test was not given, result: bilateral occlusion. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain") and arthralgia ("joint pain"). The patient was treated with surgery (thermachoice ablation ((B)(6) 2016), hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the menorrhagia, rheumatoid arthritis, fatigue, vaginal haemorrhage, pelvic pain and arthralgia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered arthralgia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date's of insertion - on (B)(6) 2005, (B)(6) 2004 as per ppf (please note discrepancy). Surgical pathology report: benign paratubal cysts. Insertion detail: the coil on the right side and it was found 4 on the right applicator. Catheter was then passed into through the hysteroscope and went through the left fallopian tube. The coil then was deployed. The catheter then was rotated clockwise until the whole applicator tube was removed and we were able to visualize 3 coil on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia". Lot number:12261129, manufacture date: 2004/05 , expiration date: 2005/10, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.